Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the presumable cause for the reportable events could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the subject device exhibited that grip, plastic distal end cover, nozzle, adhesive on a-rubber, connecting tube had foreign objects. There was no patient involvement.